Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level between 454-499 mg/dl with small ketones. The customer addressed a bolus via the pump and a manual injection. During troubleshooting with tandem's technical support, air bubbles were removed by priming the tubing.